Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation but product images were submitted which revealed multi axial screw broken at the base of the bone screw head.

Event description:
It was reported that patient underwent an initial surgery (fusion procedure) at l3/l5 in 2014. Patient underwent revision surgery for removal of a screw on request. Intraoperative screw fracture was observed. Surgeon checked preoperative image and found screw was fractured before the surgery. It was reported that only screw head of right l5 pedicle screw was retrieved from a patient body during removal surgery. There was a breakage at the base of the pedicle screw. Remaining part of pedicle screw is still implanted inside patient. No revision is scheduled at this time.